Event description:
It was reported that in two separate cases, the anspach drill got stuck inside of the pfs handpiece. Lubricant was used to try to disengage the parts. The anspach drills also sounded like they were spinning at less than 80,000 rpm even though the anspach console displayed 80,000 rpm. Investigation confirmed a malfunction (broken driveshaft) in the drill that would caused the reduced speed and excessive heat reported, this event can increased the likelyhood of the drill and handpiece sticking together. This is for case 2.

Manufacturer narrative:
The device was used in treatment and it was reported that the drill got stuck inside of the handpiece. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint (pn 500054 rev b) provides instructions for drill usage and troubleshooting. We could confirm there was a relationship established between the reported event and the device. The device was returned for initial investigation to OEM. The returned device was evaluated, and the reported problem was confirmed. A visual and functional assessment was performed and found that the device's driveshaft was broken in half. Evidence suggests that this malfunction was due to excessive force used during use. The malfunction is most probably due user error.